Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2109 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure, (insertion date: (B)(6) 2020). The nature of the device deficiency was that the device was drilled 3 cm from the exit site. Device removed. No other information provided.